Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
When using stealth 360 peripheral orbital atherectomy device (oad) to perform treatment, it became stuck in a calcified lesion in the anterior tibial artery (at) resulting in a delay. The oad slowed, then would not spin. The led lights remained illuminated. The oad was dislodged by pulling on it. The patient experienced no consequences from this event.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 12471.